Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with an out of tolerance sub-threshold lead impedance alert was recorded on (B)(6) 2013. The max v pace impedance rises from an approx. Baseline of 900ohm to greater than 2500ohm the week ending (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met with lia triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and v- short interval counts (sic). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with 12 non-sustained tachycardia episodes of less than 220ms v-v cycle are recorded between 24 and (B)(6) 2013 and 3373 v-sic occur since implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d284vrc implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead having high impedance and oversensing. Also the device had suspected sensing / detection and device header problems. The device was explanted and replaced. The rv lead pace/sense portion was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.